Event description:
Same case as MFR. Report # 3005099803-2008-01207. It was reported that during an unspecified esophageal stenting procedure, resistance was encountered and deployment failures occurred. The lesion was located in an unspecified portion of the esophagus. An unspecified cre balloon dilatation catheter was advanced for pre-dilatation. It was not known how many inflations were made nor to what atms the balloon reached on each inflation. Following placement of an unspecified guide wire, the endoscope was removed from the patient. Ultraflex 18mm x 15mm esophageal stent delivery system (sds) was advanced to the lesion, however, resistance was encountered upon attempting to deploy the stent. After approximately 2cm of the stent had been deployed, the deployment suture broke. The device was removed from the patient and a second ultraflex 18mm x 15mm esophageal sds was advanced to the lesion. Upon deploying approximately one-third of this stent, the deployment suture broke. The device was removed and the procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "good".